Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 2 mg/dl. Low bg cause was not known. Reportedly, customer fainted, fell; resulting in "black eyes", and lost consciousness, customer was taken to the emergency room via ambulance. Customer was treated with intravenous fluids of saline and was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.